Manufacturer narrative:
H6; dislodged anvil. Based upon the info and the visual examination, it was concluded that the instrument was returned with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut, and formed the staples within design specification.

Event description:
It was reported during thoracoscopy the device fired the first couple of times; then on the fourth and fifth firing it would not fire. The top part of the jaw was getting stuck. Another device was opened to complete case. There was no consequence to the patient.